Event description:
It was reported via repair work order that a patient had developed soft tissue damage after having gone through therapy using a stryker rapkit. The soft tissue damage though was not identified until after the use of the rapkit. The customer had then provided that they were not using a stryker medi-therm unit with the rapkit. Instead they were using another manufactures unit with the stryker rapkit. The rapkit involved in the incident was disposed of by the customer and is no longer available. The other manufactures unit unit is available but is not a stryker product. Because the rapkit was thrown away, the customer was unable to provide the lot number of the rapkit. At this time the customer is not able to identify if there are any product malfunctions with either the rapkit or the other manufactures unit. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that a patient had developed soft tissue damage after having gone through therapy using a stryker rapkit. The soft tissue damage though was not identified until after the use of the rapkit. The customer had then provided that they were not using a stryker medi-therm unit with the rapkit. Instead they were using another manufactures unit with the stryker rapkit. The rapkit involved in the incident was disposed of by the customer and is no longer available. The other manufactures unit is available but is not a stryker product. Because the rapkit was thrown away, the customer was unable to provide the lot number of the rapkit. At this time the customer is not able to identify if there are any product malfunctions with either the rapkit or the other manufactures unit. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported by the stryker sales account manager, that the customer, critical care nurse specialist, confirmed that they were using the cincinnati sub zero machine and not the stryker meditherm unit. However, the customer did confirm that they were using a stryker chest wrap with the cincinnati machine. The alleged issue was associated with the cooling/warming of the product and therefore the manufacturing company of the cincinnati product was notified. The stryker equipment was simply involved in the event, it did not cause or contribute to the event. It was also communicated to the customer that we recommend that the stryker wraps to only be used with the stryker equipment.